Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance", was reviewed. The article presented a retrospective, multicenter study to compare the clinical characteristics, haemodynamics and outcomes at 3 years between the two techniques, valve-in-valve transcatheter aortic valve replacement (viv-tavr) and redo surgical aortic valve replacement (re-savr). Devices included in the study were corevalve, corevalve evolut, evolut r, sapien xt, sapien 3, mitroflow, trifecta, freestyle, perimount, magna ease, cryolife o'brien, perceval, and st. Jude mechanical valve. The article concluded that viv-tavr and re-savr had similar mortality and haemodynamic outcomes at 3 years, including in patients with small bioprostheses where self-expandable valves yielded the best results. [The primary and corresponding author was loic biere, laboratoire cardioprotection, remodelage et thrombose, institut mitovasc, faculté de médecine, rue haute de reculée, 49045 angers cedex 1, france, with corresponding email: lobiere@chu-angers.fr] the time frame of the study was from january 2009 to april 2018 with follow-up completed in january 2022. A total of 266 patients were included in the study, of which 3.3% received a trifecta valve and only one reported received an unknown st. Jude medical mechanical valve. The average age was 80 years and the majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, smoking, coronary artery disease, stroke, transient ischemic attack, peripheral vascular disease, atrial fibrillation/flutter, chronic obstructive pulmonary disease, and prior pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, smoking, coronary artery disease, stroke, transient ischemic attack, peripheral vascular disease, atrial fibrillation/flutter, chronic obstructive pulmonary disease, and prior pacemaker. Some of the complications reported were regurgitation, stroke, cardiac tamponade, endocarditis, hemorrhage, heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance.

Event description:
N/a.